Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Event description:
It was reported the dystonia patient experienced ¿intermittent stimulation.¿ the patient¿s implantable neurostimulator (ins) reportedly ¿switched off during recharging.¿ as a result of the ¿loss of stimulation,¿ the patient¿s ¿dystonic symptoms came back.¿ the patient was able to manually switch the ins back on at that time. It was noted the ¿problem did not occur again¿ initially when the patient used a second recharger and the issue was resolved at the time of report. Analysis of the first recharger was ¿unable to duplicate the problem¿ and was noted to have been in ¿good working condition¿ at the time of analysis. Analysis of the second recharger also found the device to be functionally ok and could not duplicate the customer¿s complaint. Analysis of the patient¿s ins data indicted the ¿recharge sessions were normal¿ and ¿sometimes very short or hardly required since the battery voltage was still very high.¿ it was noted the patient¿s ins ¿did not turn off during recharge, but in between two recharges.¿ however, 16 days after initially reported it was noted the patient¿s ins had ¿switched off again¿ that night. The patient was ¿not good¿ and was to have their ins replaced on (B)(6) 2015 as a result. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.